Event description:
It has been indicated by the customer that one of the facility cleaning staff workers suffered the head injury (a laceration that required stitching) during helping the arjohuntleigh service employee in stacking one bed onto another - beds were picked up from the facility after rental. Please refer MFR report # 3007420694-2013-00027.